Manufacturer narrative:
Additional information: based on the received information from the field, a damage to the active electrode likely caused by device minute mobility is suspected. However, to determine an exact root cause device investigation at the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
In situ testing showed affected channels. Recommendation of re-implantation has been made to the medical team.

Event description:
In situ measurements have shown a progression of channels with high impedance. Recommendation of re-implantation has been made to the medical team.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.